Event description:
It was reported that during deployment of a vascular stent in the right sfa, approximately 30% of the stent was deployed when the wheel would only spin and the remainder of the stent could not be deployed. The handle was opened and a hemostat was used to pull on the broken wire and successfully complete deployment of the stent. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation and the investigation is underway.